Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Information from ae regulatory system: on (B)(6) 2024, patient came to hospital for treatment. When using the bd disposable injection pen needle with specification 31g*5mm and lot number 3129469, the needle and the pen doesn't attach, the hub base is loose. The patient stopped immediately and replaced a new needle. Ae report no. (B)(4). Call center contacted customer to acquire the information: the information reported in the ae regulatory system exists. In addition, customer supplemented information: the incident was caused by improper operation by the patient. Quantity of needle for this incident was 1, material code: 329490. No photos taken, no samples retained, and no customer response is needed. Sample availability: no sample availability details: no sample available.